Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker was undersensing. No intervention was performed. The patient was asymptomatic throughout the event.